Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a fracture of the greater trochanter sustained in a fall. A 36 +2.5 ceramic head and 36d poly liner were revised. The patient's accolade ii stem was well-fixed and not revised. Cables and plates (hospital inventory) were added to the patient's femur. Rep has provided explant pictures and the revision implant sheet. The rep confirmed that there are no allegations against the revised head and liner. The rep may be able to obtain the primary implant sheet, and otherwise confirmed that no further information will be available.